Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer's father reported via phone call indicating that patient insulin pump alarm power error system detected (25). Customer's blood glucose at time of incident was unknown. The power error alarm was explained to the customer and advised to take out battery for 10 minutes or until notification light stop flashing. The customer was advised to insert brand new battery, set time and date and to complete reservoir and tubing process. The customer advised no new battery available on time of call but customer's father will do procedure later today and issue was resolved.